Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
"The new IV pigtail tubing and claves have been disconnecting during cases when pushing medications and/or while free gravity infusing. For this patient, I was letting the bag of lr infuse to gravity at the end of the case and suddenly noticed a large pool of blood dripping onto the floor. The blue clave became disconnected from the pigtail attached to the IV catheter and was free dripping blood. The patient's arms were not tucked and were easily visualized. There was no pressure on the IV dressing or line. This is the second time these new ivs became disconnected today, the first being in the eye center earlier. The pigtail disconnected from the actual IV catheter and was flowing back with blood. Someone is going to have a sentinel event if this continues to happen. I spoke with pacu and my crna colleagues and they have also experienced IV disconnections with the new tubing. This is not user error - I believe that while pushing medications, it weakens the link between the clave and other tubing and eventually disconnects, which is the fault of the manufacturer.